Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was also on extracorporeal membrane oxygenation. During support, the team observed signs of limb ischemia on the impella cp accessed leg and so a perfusion catheter was placed. The patient remains on impella cp support on the date of this report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the limb ischemia and the low pump flow has been completed. According to the clinical, on the first day of impella cp and ECMO support the pump was unable to go above p3 without suction. Blood volume was given and an antegrade sheath was inserted. Limb ischemia symptoms were also observed so a perfusion catheter was placed. No product was returned for a visual inspection. Data log analysis confirmed the presence of multiple suction alarms but no other abnormalities. The most likely cause of the low pump flow was patient condition related. The root cause of the limb ischemia could not be determined without additional information. The instructions for use referenced in the initial report is for the impella cp with smart assist system in section: potential adverse events (united states). In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.